Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable intact human chorionic gonadotropin + the b-subunit (hcg+b) result for one patient sample. The initial result was <0.1 miu/ml and was reported outside the laboratory. The patient questioned the result as she was pregnant. The sample was repeated on (B)(6) 2016 and the results were >10000 miu/ml and 14475 miu/ml with a 1:100 dilution. The patient was not adversely affected. The reagent lot number was 187428. The expiration date was requested, but was not provided. It was noted the customer was not using the recommended sample tube rack adapters.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.based on the available data, the most likely root cause was a pipetting issue caused by missing rack adapters for the primary sample tubes. If rack adapters are not used, this could allow the tubes to lean in the racks.